Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their tooth is loose and they have periodontal disease. They will need full braces to correct what byte treatment did to their bite. Their lower teeth press into their top teeth now and they cannot bite properly without pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.